Manufacturer narrative:
The graft was not returned, therefore an actual evaluation of the device was not able to be performed. According to the event report, the physician previously used straight flixene grafts before switching to flixene graduated wall (gw) grafts. The ends on the flixene gw grafts go through a secondary process to produce thinner and easier to suture ends. This added process increases the porosity at the ends of the graft, which could lead to pseudoaneurysm if graft was cannulated at the thinner sections. Additional information received by the complainant states that in one instance the pseudo aneurysm was 2-3cm away from the closest anastomosis, however, 7cm of regular wall graft was cut off in this case. In the other instance it was approximately 10cm away from the closest anastomosis. The device history record of the graft was reviewed was found to be within specifications. The instructions for use state that vascular access puncture sites must be adequately separated as multiple punctures in the same area may lead to disruption of the graft material and formation of a hematoma or pseudoaneurysm requiring revision.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR 1219977-2015-00291.

Event description:
Received report that the physician was having a problem with early pseudoaneurysm formation at/or near the cannulation site within 2 months of implantation. Patient returned to operating room (or) for revision.